Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin was regressing during the fill tubing process. The contact changed the cartridge and reported that the issue recurred. After the contact changed the cartridge and infusion set, insulin drops were seen exit the infusion set tubing. However, after the customer disconnected and attempted to resume again, the insulin was regressed from the tubing into the cartridge. The customer's blood glucose was 400 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.